Event description:
It was reported by service report that the inner base spacers and outer base tube weldment were broken. The customer could not determine whether there was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Results: outer base tube weldment.